Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy painful menstrual bleeding/abnormal heavy bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual bleeding/cramps") and dysgeusia ("other injury(ies) or complication(s) ¿ metal taste in mouth"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss: weight gain"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced vestibular disorder ("autoimmune disorder ¿ vestibular disorder"), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain ("left and right fallopian tube pain") and abdominal pain ("abdominal pain"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), biotin and surgery (hysteroscopy, d and c, laparoscopy, bilateral salpingectomy with resection of coronal of uterus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, migraine, dysgeusia and abdominal pain had resolved, the vaginal haemorrhage, vestibular disorder, dysmenorrhoea, weight increased and adnexa uteri pain outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, dysgeusia, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vestibular disorder and weight increased to be related to essure. The reporter commented: current weight: 225 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, metal taste in mouth, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New event abdominal pain was added. Lab data was updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy painful menstrual bleeding/ abnormal heavy bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)/ painful menstrual bleeding/ cramps") and dysgeusia ("other injury(ies) or complication(s) ¿ metal taste in mouth"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss: weight gain"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced vestibular disorder ("autoimmune disorder ¿ vestibular disorder"), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain ("left and right fallopian tube pain"). The patient was treated with acetylsalicylic acid; caffeine; paracetamol (excedrin migraine), biotin and surgery (hysteroscopy, d and c, laparoscopy, bilateral salpingectomy with resection of coronal of uterus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, migraine and dysgeusia had resolved, the vaginal haemorrhage, vestibular disorder, dysmenorrhoea, weight increased and adnexa uteri pain outcome was unknown and the alopecia was resolving. The reporter considered adnexa uteri pain, alopecia, dysgeusia, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vestibular disorder and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, metal taste in mouth, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received. Case was upgraded to incident. The previously reported event injury was replaced with events per pfs: abnormal bleeding (vaginal, menorrhagia); autoimmune disorder ¿ vestibular disorder; dysmenorrhea (cramping); hair loss; migraines/ headaches; pain, weight gain / loss ¿ weight gain; other injury(ies) or complication(s) ¿ metal taste in mouth, right and left fallopian tube pain. Patient's medical history was added. Essure removal date and procedure was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ extreme pain') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy painful menstrual bleeding/abnormal heavy bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual bleeding/cramps") and dysgeusia ("other injury(ies) or complication(s) ¿ metal taste in mouth"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss: weight gain"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced vestibular disorder ("autoimmune disorder ¿ vestibular disorder"), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain ("left and right fallopian tube pain"), abdominal pain ("abdominal pain"), pelvic discomfort ("pelvic discomfort"), arthralgia ("pain in hip joints"), paraesthesia ("tingling in fingers and toes"), joint swelling ("joint swelling") and ear infection ("ear infection"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), biotin and surgery (hysteroscopy, d and c, laparoscopy, bilateral salpingectomy with resection of coronal of uterus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, migraine, dysgeusia and abdominal pain had resolved, the vaginal haemorrhage, vestibular disorder, dysmenorrhoea, weight increased, adnexa uteri pain, pelvic discomfort, arthralgia, paraesthesia, joint swelling and ear infection outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, arthralgia, dysgeusia, dysmenorrhoea, ear infection, joint swelling, menorrhagia, migraine, paraesthesia, pelvic discomfort, pelvic pain, vaginal haemorrhage, vestibular disorder and weight increased to be related to essure. The reporter commented: current weight: 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, metal taste in mouth, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media- pelvic discomfort, arthralgia, paraesthesia, joint swelling, ear infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: social media content received : events added- pelvic discomfort, arthralgia, paraesthesia, joint swelling, ear infection. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.